Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint from catalog 367846, lot number 2166027. The 100 retentions were visually inspected with no issues being identified. 10 production lot in-house retention tubes were inspected with 0 visible defects. All tubes were within specification limits. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 10 bd vacutainer® edta 2k the tubes push off the needle. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the tubes are pushed off.